Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. The patient was reported to be incoherent and ¿foaming at the mouth¿, the cgm was reading 60-70 mg/dl and the blood glucose reading was 30-40 mg/dl. The patient¿s boyfriend called 911 due to the patient¿s symptoms and the cgm inaccuracy. She was taken to the hospital and treated with IV glucose. She was sent home later that same day after her bg levels stabilized. Patient was in good condition at the time of report. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The single reported glucose value and range provided for the second value of the set falls within the c zone of the parkes error grid. No additional patient or event information is available.